Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the hospital discarding it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: comprehensive stem, catalog#: 113651, lot#: 278610, juggerknot. Catalog#: 912068, lot#: 221930, juggerknot, catalog#: 912068, lot#: 743260, juggerknot. Catalog#: 912068, lot#: 238220, juggerknot, catalog#: 912073, lot#: 962760, glenoid post. Catalog#: pt-113950, lot#: 794190, hybrid glenoid base, catalog#: 113952, lot#: 664160.

Event description:
It is reported the patient underwent shoulder revision approximately four years post-implantation due to dislocation secondary to rotator cuff failure due to unknown reasons. The patient's humeral head and stem were removed and the glenoid was left implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause determined to be patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.